Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the customer successfully reloaded the cartridge and received an accurate fill estimate to address the event. Blood glucose was 168 mg/dl.